Event description:
The facility reports while lifting the patient, the shoulder clip on the left side broke, causing the patient to lurch to one side. The caregivers were able to support patient and lower patient into patient's chair. No injuries were noted.